Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2025). H11: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device allegedly self activated during second priming. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and was found to be good overall condition and sleds and cocking slide are worn and discolored identified during evaluation. The device was functionally tested and passed the tests as the gun primed and fired as normal. However, force test results higher than average but still within tolerance identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device self-activating during second priming issue and the investigation is determined to be confirmed for the identified sleds and cocking slide are worn and discolored issue. The root cause for reported device self-activating during second priming issue cannot be determined as the problem could not be reproduced. The root cause for identified sleds and cocking slide are worn issue is unknown. The root cause for identified sleds and cocking slide are discolored issue is unknown. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H10: d4 (expiration date: 04/2025), g3, h6 (device). H11: e1, h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated during second priming. There was no reported patient injury.